Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of backup battery faults and an inability to export the log files using the heartmate touch. The returned system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms or faults produced. The data in the log files did not indicate any issues with the system controller. The reported events could not be correlated to an issue with the system controlle device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an emergency backup battery (ebb) issue that kept happening and clearing at a quick pace. It manifested as the notification changing from ¿replace backup battery in 30 months¿ or ¿no issues to report¿ over and over. The ebb was reseated, and a power disconnect was performed which allowed us to export. The logs will be downloaded again to see if there¿s any indication that the problem is still present. The same event was still happening after the reseating, albeit with less apparent frequency. After additional time on the new ebb, it had become apparent that the ebb errors were still occurring at a problematic frequency. The controller (B)(6) was exchanged.